Event description:
Mother states that the customer allegedly received the following results, with two different roche meters, within 5 minutes: 370 mg/dl (aviva system 1) and 100 mg/dl (aviva system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, mother threw away both the meter and strips. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the aviva system 2. Reference medwatch (B)(6) for the aviva system 1.